Event description:
The field representative was unable to obtain any additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient's daughter-in-law contacted boston scientific technical services (ts) due to concerns over the cardiac resynchronization therapy pacemaker (crt-p) having to be explanted approximately two years after implant. The patient advocate was uncertain as to the reason for explant and expressed general frustration with the patient's physician. The field representative is attempting to obtain additional information relating to this event. No adverse patient effects were reported.